Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, lot # 0211261731, implanted: (B)(6) 2016, product type lead; product ID 977a260, lot # 0211453504, implanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
A manufacturer representative reported lead migration. Though, it was also reported the patient was doing well and enjoying the pain relief in his legs. The patient was scheduled to have a revision in the coming months. Additional information from the manufacturer representative reported the lead possibly migrated due to apparent patient non-compliance from rotating his back while fishing. The patient had undergone extensive evaluation and an MRI scan. The lead was repositioned and the patient was receiving effective therapy and effective pain management.